Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 27-aug-2018 with the following findings: on investigation, the battery compartment was confirmed to be cracked. The threads on the returned battery cap were stripped and the battery cap was unable to maintain electrical connection. Power loss was duplicated with the damaged battery cap on the pump. A test battery cap was able to secure properly to the pump. With the test battery cap in place, the pump powered on normally and was exercised for 24 hours without any interruption of power.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue; intermittent power with cracked battery compartment. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.